Manufacturer narrative:
An event regarding a stem crack/fracture, disassociation and altr involving an accolade stem was reported. A review by a clinical consultant confirmed crack/fracture and disassociation. Altr was not confirmed. Method & results device evaluation and results: visual inspection: although the device was not returned, images of the explanted stem was made available. The images show the accolade stem fractured into two separate pieces. Medical records received and evaluation: a review by a clinical consultant noted: review of these records confirms a fracture of the neck of a primary tha femoral stem necessitating revision surgery did occur. However, the root cause cannot be determined as insufficient information was available documentation which would aid in the further completion of this assessment would include: operative reports surgical implant records from the surgeries. Dated pre and post op x-rays/ imaging from the index and revision surgeries outpatient office/clinic notes. Implant retrieval with material analysis. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, histopathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
Patient had accolade tmzf stem and an lfit head implanted around 2012. Patient fell on (B)(6) 2018 and admitted to hospital. Revision surgery performed on (B)(6) to revise stem, head and liner. Upon removal during surgery, trunnion was broken and lots of metallosis seen.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The root cause for this event cannot be established. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had accolade tmzf stem and an lfit head implanted around 2012. Patient fell on (B)(6) 2018 and admitted to hospital. Revision surgery performed on (B)(6) to revise stem, head and liner. Upon removal during surgery, trunnion was broken and lots of metallosis seen.